Manufacturer narrative:
Lot not available for reporting. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that, on an unknown date, the side of a double drill sleeve was observed as worn, damaged, and bent. The device was no longer functional. It is unknown if there was patient or procedure involvement. This is report 1 of 1 for (B)(4).